Event description:
The patient was implanted with a left ventricular assist device (lvad). The lvad coordinator reported that patient experienced lower than normal pump powers and speed not reaching set speed. Last echo showed intermittent av open, which previously was closed and significant pericardial effusion, which cannot be drained due to the location. Laboratory analysis showed increased lactate dehydrogenase (ldh) and liver function tests. The patient was experiencing heart failure symptoms and was placed on bivalirudin due to heparin allergy. No hematuria was noted, minimal hemoglobin in urine, and reticulocyte count 15%. Additional information submitted to the MFR indicated that the patient's pump was exchanged to another lvad.

Manufacturer narrative:
The MFR is attempting to acquire the explanted device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.